Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Customer returned incorrect meter - unable to test. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 100 and 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that she just started using the meter for about 2-3 weeks and the results are erratic. She test 4 times a day and she is taking insulin. Customer states that this machine is causing her to take more insulin and is cause her to glucose to drop. Try to check the meter memory but customer never removes the 102 sticker from the screen. Customer did not realize that she should have removed the sticker from the meter before testing.